Event description:
Cautery pencil slipped from hand while taking out of the cautery holder. Button was accidentally pushed. A 2 mm area first degree superficial burn occurred on pt's left thigh. Silvadene cream was applied to area.